Manufacturer narrative:
Details of complaint: on 09/07/2020, the customer at (B)(6) reported the following issue with pu-621ra; sn: (B)(4), from patient monitoring: communication loss reported on the cns. All the devices monitored on this cns were showing communication loss as well. Investigation result: the device was put into service on (B)(6) 2015. Warranty expired on 08/13/2017. Approximate age of the device at the time of malfunction was 5 years. A review of the device history found the following: #67483- on 09/04/19, customer reported that the cns was in communication loss with a bsm and telemetry devices. Root cause unknown. The device was in use on a patient at the time of the incident, but no patient harm was reported. The root cause of the issue was determined to be ungraceful shutdown due to power outage at the facility. The following devices were used in conjunction with the cns, but did not experience a failure: bsm: model: mu-631ra. S/n: (B)(4). Approximate age of the device: 102 months. Device manufacturer date: 03/23/2012. Bsm: model: mu-631ra. S/n: (B)(4). Approximate age of the device:102 months. Device manufacturer date: 03/23/2012. Bsm: model: 6301a, s/n: (B)(4), approximate age of the device: ni, device manufacturer date: ni. Bsm: model: 6301a, s/n: (B)(4), approximate age of the device: ni, device manufacturer date: ni. Zm transmitters model: 530pa, s/n: (B)(4), approximate age of the device: 86 months, device manufacturer date: 07/22/2013. Zm transmitters model: 530pa, s/n: (B)(4), approximate age of the device: ni, device manufacturer date: ni. Zm transmitters model: 530pa, s/n: (B)(4), approximate age of the device: ni, device manufacturer date: ni. Zm transmitters model: 540pa, s/n: (B)(4), approximate age of the device: 98 months, device manufacturer date:07/11/2012. Ay model: 653p, s/n: (B)(4), approximate age of the device: ni, device manufacturer date: ni. Ay model: 653p, s/n: (B)(4), approximate age of the device: ni, device manufacturer date: ni.

Event description:
The customer reported that their central nursing station (cns) is displaying communication loss for all monitored devices. Nihon kohden technical service along with the customer found that the uninterruptible power supply (ups) was powered off due to power outages. When the connection was re-established, the communication resumed. No reports of patient injury or harm.